Event description:
It was reported that the packaging on a siltex low bleed gel-filled mammary prosthesis was faulty. The doctor had concern over the integrity of the tyvek lid on the thermoform. The device had no contact with a patient.